Manufacturer narrative:
Method: the device will reportedly not be returned to maquet cardiac surgery for investigation. The lot number could not be obtained so a lot history record review could not be performed. Internal file number- (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, during branch dissection, the jaws engaged and would not turn off. The device remained activated when they tried to turn it off. A new kit was used to complete the procedure. There were no patient effects. The lot number is unknown. The product was discarded.